Event description:
There was an allegation of discrepant results for 1 patient sample tested for elecsys ca 19-9 immunoassay (ca 19-9) on a cobas e 411 analyzer (rack system). The initial result was < 0.600 u/ml. As the patient had a ca 19-9 result approximately one month prior of 89.30 u/ml, this result was questioned. The customer repeated the sample, and the result was < 0.600 u/ml. The customer sent the sample to another laboratory using a roche instrument, and the result was 106.50 u/ml.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6).